Event description:
It was reported that during use of the device for a cardiopulmonary bypass procedure, the splitter was interfering with the anesthesia machine so that information was not being populated from the t-link software, version 2.0 and the anesthesia unit. The device was not changed out, as the customer unhooked the device from both units and is no longer using it. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the pt.

Manufacturer narrative:
Investigation in process, but not yet completed.